Event description:
It was reported a pocket revision was planned for (B)(6) 2014 because the pump was tilting forward and the patient would like it positioned better. It was noted there was no alleged product issue. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of issue was undetermined. It was reported the patient¿s status at the time of this report was ¿alive-no injury¿ and it was unknown if there were any patient symptoms or complications associated with this event. It was unknown what drug the pump was being used to deliver. Additional information received reported the patient was not having any symptoms other than the pump tilting and it was unknown what the device positioning issue was.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).